Manufacturer narrative:
Evaluation summary: the analysis results confirmed that the instrument (a) was unfunctional. The instrument was cycled and ejected the clips due to a misassembled lifter spring. The er420 instrument (b) was returned in good visual condition. The instrument was cycled, fed, and formed the remaining clips within manufacturing requirements when tested. The instrument was fully functional and conforming to manufacturing requirements.

Event description:
It was reported that during a lap cholecystectomy, when the device was fired, the clips were not loading correctly and were firing off to the side rather than staying within the jaws. Case completed with another clip applier. There was no adverse patient consequence.